Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced an ipg communication issue. The patient has a thoracic rfa on (B)(6) 2021 and the device was put into surgery mode. The patient thought it was taken out of surgery mode, but a few days later felt the pain increase. A field representative met with the patient and was able to connect to the ipg and establish effective therapy for the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.